Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that since last wednesday the patient had been ¿screaming, screaming, and screaming.¿ the patient was having withdrawal symptoms. The patient was irritated and seemingly in pain and tighter/increased spasticity. The patient had underdose symptoms. It was noted that due to the patient¿s condition she was unable to walk or communicate. The patient had been taken to two doctors. The doctor yesterday checked everything (the patient¿s ear, nose, throat) and today did x-rays of the stomach, pelvis, and both her hips because the patient had hip surgery. Everything was fine. The consumer was told that if the patient were ever to get irritable, it could mean the catheter was not where it should have been in the patient¿s spine. The medicines were not helping. The pain medication naproxen was not helping. All the issues had been going on since last wednesday. The pump was refilled 3 weeks ago on (B)(6) 2014. It later reported the patient was opened and after cutting the catheter there was no flow. The spinal portion of the catheter was replaced on (B)(6) 2014. There was good flow using the collet in the kit. The product issue was resolved but the cause was not determined. The patient status at the time of the report was ¿alive ¿ no injury.¿ the system had been used to deliver gablofen.